Event description:
Complainant's husband had a replacement cardiac defibrillator inserted after being told by hosp personnel that the defibrillator he had was subject to a co recall. He was in hosp at this time for a reason other than defective defibrillator. Complainant believes that because defibrillator was not replaced at time of initial recall, serious cardiovascular damage may have been done to her husband.